Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the spo2 was at 45% and no alarm at the central station at 2:10pm on (B)(6) 2017. The device was in clinical use a the time the issue was reported. There was no adverse event or patient harm indicated at the time the issue was reported. No patient details were available at the time this report was due.